Manufacturer narrative:
Investigation results: no product or photo was returned by the customer. The customer complaint that where the tubing meets filter was glued together and medication backflowed could not be verified due to the product not being returned for failure investigation. Device history record review for model 20350e lot number 23059075 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing extension set had backflow issues. The following information was received by the initial reporter with the verbatim: pt 1 lot: 23059075 glued together where tubing meets filter was used on patient during infusion when medication backflow was noticed. Unknown medication doe (B)(6) 2023 pt 2 lot: 23019261 tubing was deformed (flat) and discolored (cloudy) noticed before it reached the pt. Doe (B)(6) 2023. The tubing used for both pt¿s was discarded, facility contact says not samples for evaluation, move investigation forward. No pt impact.